Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was used to complete the procedure? Used clips over the top of the suture and used prineo on top of the clips this is a combination product, and the event has been reviewed for both the suture and the triclosan. Ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ¿g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hemiarthroplasty procedure on (B)(6) 2022 and barbed suture was used. On final skin closure, towards the end of the closure the suture snapped. The surgeon left the suture insitu, used clips over the length of the wound, and put a topical skin adhesive on top of the clips. No adverse patient consequences were reported. Additional information was requested

Event description:
It was reported that a patient underwent a hemiarthroplasty procedure on (B)(6) 2022 and barbed suture was used. On final skin closure, towards the end of the closure the suture snapped. The surgeon left the suture insitu, used clips over the length of the wound, and put a topical skin adhesive on top of the clips. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was used to complete the procedure? Used clips over the top of the suture and used prineo on top of the clips this is a combination product, and the event has been reviewed for both the suture and the triclosan. Ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/19/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.